Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A patient death occurred on july 4th between 1:00 am and 2:00 am and staff attempted to review stored data for the patient but noted heavy gaps in the ECG review with no available data for review in the timeframe of interest for this patient. A patient had a heart attack and was indicated to have expired.

Manufacturer narrative:
The customer provided log file data which was reviewed by product support engineering and research and development staff. The information finds the issue is consistent with a software related issue captured in the tfs software change request database. The investigation found a large amount of data was stored for individual patients which occurred due to the fact that the site had a large number of beds that are active but not in use as patients are not located in all units. The system considers these beds as patients and collects data runs for them which are not purged until a discharge has occurred. Since patients are not admitted and discharged into all these locations large data runs are created which slows system performance. The customers' physio server devices have been reinitialized and reconnected to the system and additional performance capacity was added to the system. This is a data handling issue. Since that time, by monitoring the system, the performance has improved. The software related issue is considered for improvement in a future version of software. The device was not determined to have been a factor in the death as the customer has confirmed the issue did not impact real time monitoring or alarming at the time of the event. The issue only impacted the ability of staff to retrieve stored data for retrospective review. No further action or investigation is warranted at this time.